Event description:
The bed hi-low drive is drifting.

Manufacturer narrative:
The facilities biomedical technician found the hi-low drive brake assembly was not functioning. The drive assembly was replaced to repair the bed.